Manufacturer narrative:
Date of event was reported as (B)(6) 2017 ("for about a week"). Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va1e7ae, implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported that they were sent a second device not that long ago. They had been in ca for the last 3 weeks and believed the wire was ¿sticking out on her back side¿. The patient felt a sharp point and a bruise around the area and they felt like the wire broke out. It was noted the patient also had a few concerns due to the manufacturer being closed. The issue was not resolved at the time of report. On (B)(6) 2017, the patient reported that, lately, there frequency had really gone up and noted that it could have a lot to do with them being out of town. They noticed that right next to the implant area they had a little bruise that felt like a welt. It felt like a ¿little wire or something in the bump¿. The patient mentioned that the ¿bump¿ and the frequency issue started at about the same time. When asked if they had any falls or trauma, the patient stated that being in their 70's they didn't have much balance left anymore and very well could have bumped the ins. It was confirmed that the patient had a doctor¿s appointment for the issues. There were no further complications reported or anticipated.